Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the balloon, in the inflation lumen, on the outer member, and on the hypotube. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to rbp of 18 atm when fluid came out of a pinhole on the balloon at the middle portion, 7 mm distal to the proximal marker. There was a scratch on the balloon along the pinhole for a length of 1 mm. Product performance engineering has reviewed incident info and the analysis of the returned product. Balloon ruptures can be affected by numerous factors. Reportedly, this was an acute myocardial infarction (ami) case, and the lesion was heavily calcified and 90% stenosed, which may have contributed to the difficulties experienced. Analysis of the returned catheter is consistent with the reported use of the device. The presence of blood and contrast in the inflation lumen and the balloon also suggests that the catheter was prepared for use and is consistent with a leak or balloon rupture. A new indeflator was used in attempt to pressurize the catheter and the analysis confirmed that there was a pinhole rupture. Additionally, there was a scratch evident on the outer surface of the balloon along the pinhole, indicating the balloon material may have experienced mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation for use, this may further suggest that the balloon material was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation during the procedure. A review of the finished product lot history did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In this instance, based on the info received with this complaint and the returned product analysis, the reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. This MDR is considered closed by the product performance group.

Event description:
Device malfunction: balloon rupture. Symptoms / ae: none. Time of malfunction: during the procedure. It was reported that during a left anterior descending artery (lad) procedure, in a heavily calcified, 90% stenosed lesion, the balloon ruptured at 12 atmosphere (atm), below the rated burst pressure (rbp). The balloon was replaced. There was no adverse pt sequela reported.